Manufacturer narrative:
The target lesion was in the mid lad between the two branches. The lesion was very tortuous and heavily calcified, and had 90% stenosis. No damage was noted to the packaging. No issues were noted when removing the devices from the hoop/tray. Both devices were inspected with no issues noted. Negative prep was not done. The lesion was pre-dilated several times. Resistance was encountered due to the lesion being very tortuous and very calcified. No excessive force was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use two resolute onyx drug eluting stents ((B)(4)). It is reported that the stents deformed in vivo during positioning. No patient injury was reported.